Event description:
The scrub RN noticed that a tab was disconnected from the sponge.

Manufacturer narrative:
It was reported that prior to a cesarean section commencing in the OBOR, the radiopaque 18x18cm sponges were counted. They were separated and all tags pulled, with no concerns. Immediately prior to the procedure commencing, while moving sponges on the table, the scrub RN noticed that a tab was disconnected from the sponge. The sponge was removed from the field, and all tabs on remaining sponges were rechecked by pulling all tabs, with no further loose tabs identified. The customer contact was unable to provide further incident details. No medical intervention, serious injury, death, or follow-up care has been reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.